Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, and pump error 15, the screen was left alone. The pump was exposed to moisture, the pump was restarted due to an error. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. P-cap locks properly into the reservoir compartment. No pump errors noted during testing. Battery was removed and restarted the pump. Pump error 15 and 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 15 alarm was found in the history files on event date of 04/12/2024 20:33:09.000. Pump error 23 alarm was found in the history files on event date of 04/12/2024 20:33:11.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Pump errors 15 and 23 were not confirmed during testing. No frozen screen noted during testing. Confirmed moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.